Manufacturer narrative:
H6: investigation summary: carton label is not in accordance with the sds. Sds classification of chemicals changed so pictograms and h codes are different now. A device history review could not be completed as no batch number was provided. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. We are in the process of updating the carton label and the package insert as well. The change of this carton label is expected to be completed in the next 180 days. Product form, function or materials were not change. Complaint confirmed based on sds and carton label evaluation.

Event description:
It was reported that the product label information does not match sds with bd macro-vue¿ rpr card test.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the product label information does not match sds with bd macro-vue¿ rpr card test.